Event description:
It was reported that a large volume infusor leaked from the filling port. This occurred during setup, prior to patient use. The device was reconfigured. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured june 13-14, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified the lot number printed at the bottom of the device bottle; there was no evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.